Event description:
It was reported that a lead was capped and replaced during a device exchange. No additional information was able to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154awg, implanted:(B)(6) 2008. (B)(4).